Event description:
Customer reported a potential false negative serum hcg test result. On (B)(6) 2015 two tubes were drawn as follows: on (B)(6) 2015 first test performed qualitative alere hcg combo cassette (result was negative). On (B)(6) 2015: quantitative vitros result: 243miu/ml. On approximately 02/04/2015 (exact date unknown) due to potential false negative result of (B)(6) 2015, physician requested another quantitative test (result was negative). On (B)(6) 2015 repeat testing: tube 1 qualitative alere hcg combo cassette result was negative; tube 2 qualitative alere hcg combo cassette result was positive. Visual inspection of serum: clear. External qc run each day of patient testing (positive qc is alere branded, negative qc is alternative branded -- reason for different brands is due alere branded negative qc was not available at time of order). Technique: 3 drops serum, read at 5 minutes. List of medications: unknown. Lmp: unknown. No issues observed when cassette inoculated.

Manufacturer narrative:
Investigation/conclusion: customer's observations were not replicated with hcg serum controls tested on retention devices. 2 different high level hcg serum controls were used. No false negatives were obtained. From return testing with returned alere hcg combo cassette (20/10) lot hcg4040060 devices and 4 returned patient samples, no discrepant results were observed. 2 returned samples produced negative results which were quantified with hcg levels below the cutoff level of the product. Two returned samples produced positive results. Positive results from 1 sample, returned sample 1-1, was quantified with hcg levels above the cutoff level of the product. Returned sample 2-2 did not contain an adequate amount of sample to be sent for confirmatory hcg analysis. This sample produced a positive result when tested on returned hcg combo cassette devices, in agreement with customer's expectations. Manufacturing batch record review did not uncover any abnormalities. Based on in-house testing performed, product performed as expected. No problem found. Product deficiency was not established. This issue will be tracked and trended.

Manufacturer narrative:
Investigation pending.